Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rotation potentiometer was replaced. The system was tested and operates as intended.

Event description:
The customer reported the right monitor would not work and the system displayed a motion error message. No pt injury was reported.